Event description:
Revision surgery - due to the patient complaining of instability, the surgeon performed a poly swap.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability in knee after 7 years, 5 months of patient use. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 3 prior complaints against this part number; with one having the same failure mode of stability, poor joint. This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. One probable cause of instability could be poly failure due to prolonged use as it was in vivo for more than 7 years. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the patient was complaining of instability; the surgeon did a poly swap.